Manufacturer narrative:
UDI #: (B)(4). Date of event: at the time of this report, the date of the event is unknown. Initial reporter phone number: (B)(6). The field service specialist (fss) visited customer site to inspect the unit and the error 2011 was confirmed. Fss replaced the instrument manager, hard drive and ethernet cable as well as re-installed 3.07 software. Fss activated the (B)(4) handpiece and reinstalled surgeon programs. Fss performed several tests and completed the field service checklist without any error. The unit met abbott medical optics specifications. A review of the records related to this equipment shows the system met manufacturing release criteria. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. Complaint data does not show any significant change over historical complaint limits. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. No failure detected. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2011 (error getting version strings from instrument host) occurred, the signature system went into safety mode. There was no patient involvement reported and no patient treatments delayed or cancelled.